Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's symptoms have since resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks after a procedure involving the sphere-9 catheter, the patient developed an ischemic stroke. A few days before symptom onset, the patient experienced left-sided weakness, and then developed left arm weakness with numbness and tingling. Upon waking, the patient presented with dysarthria and chest pain. Cerebral magnetic resonance imaging (MRI) angiography identified a recent ischemic lesion in the right superficial and deep sylvian territories associated with occlusion of the right internal carotid artery and the right middle cerebral artery, with mild downstream involvement. Cerebral computerized tomography (CT) scan showed ischemic lesions and atheromatous plaques, and a subsequent cerebral CT scan showed hypodensity consistent with stroke with no new lesions. A cerebral angioscan identified stenosis of the left internal carotid artery and complete occlusion of the right internal carotid artery. The event required new hospitalization. Treatment included a one-time intravenous dose of an antiplatelet agent, and curative heparin injections were initiated; several concomitant medications were discontinued. No further patient complications have been reported as a result of this event.